Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, episodes of non-sustained rv oversensing due to loss of capture followed by an intrinsic ventricular event were observed. Patient was asymptomatic. Test results revealed variable capture thresholds. Programming changes were made.